Event description:
Item is too blunt, needs replacing.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be submitted on a supplemental report.